Event description:
In (B)(6) 2017, I received breast implants 690 cc of naturelle, allergan textured breast implants bilaterally. Beginning in the (B)(6) 2020 I felt a lump in my r breast. I received an us, biopsy and mammography which all came back negative for cancer. Shortly thereafter I began experiencing fatigue, difficulty breathing. I underwent a physical, full cbc blood panel and EKG where my tests came back negative. My doctor suggested the symptoms were related to stress, anxiety or the "covid world". In 2022 my symptoms became worse. I was more lethargic and tired than I had been and began gaining weight. Once again the same tests were repeated and the same answer given. Finally in 2023, I stressed the same symptoms again to my doctor and she ran a full autoimmune, cbc, thyroid and lyme panel. I went to a breast surgeon who recommended a mammo and us. These both came back noting largened lymph nodes. I requested an MRI and an implant MRI. The MRI was positive for diffuse lymphadenopathy across both breasts and r sided implant rupture. The breast surgeon performed multiple breast biopsies all which came back negative. I self referred to a breast surgeon who specialized in breast implant illness. My implants were removed on (B)(6) 2024 and my inflammation and swelling have noticeably gone down. My symptoms of fatigue, brain fog, and shortness of breath have lifted. I now know that there was and has been a direct correlation between my implants and the years of symptoms I was having. Surgical pathology reports show "foreign bodies" in my lymph nodes and the formation of multiple fibrin clots. I did not receive a recall notification from the company or my surgeon. Reference report #mw5152254.